Manufacturer narrative:
(B)(4). Batch # t5dx3k. Device analysis: the analysis results found that one ec45a device was returned with no visual non-conformances and without a cartridge reload present. In addition, a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line and cut line were complete and the staples meet the staple release criteria. It is also possible that handling by the customer could dislodge the pan. Dislodging as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Additional information was requested and the following was received: can you please explain how the stapler ¿blocked¿? Unknown. Did the device lock-out (no staples deployed and no cut line started)? Yes. Did the device deliver any staples? No. Did the device cut? No. Is the current patient status known? No. Was there any patient consequence or change in the post-operative care of the patient. As a result of the event (extended hospital stay, readmission, re-operation, etc.)? No.

Event description:
It was reported that during a lap sigmoid resection, the stapler blocked directly during the first step of the firing cycle. The device locked out and did not deliver a cut or staple line or deploy any staples. A new device (just in case) was opened and a new reload was used to continue the procedure. There were no patient consequences.